Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found haptic bent/deformed and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. Cause of the event was unknown.